Event description:
It was reported that during a rectum cancer resection, the blade broke. Retrieved the broken part from the patient and used another like device to finish the case. The patient was fine after the case.